Event description:
It was reported that a patient had a midline laparotomy on unknown date and suture was used on the abdominal fascia tissue. The patient experienced impaired wound healing on (B)(6) 2012. The patient underwent wound opening and debridement for secondary wound closure. No additional information provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. The two following possible products have been reported: pds ll plus antibacterial suture. Pds ii (polydioxanone) suture.

Manufacturer narrative:
It was reported that a patient had a right sided hemicolectomia on (B)(6) 2012 and suture was used on the abdominal fascia tissue. The patient experienced a fascial dehiscence on (B)(6) 2012. The patient underwent wound opening and debridement for secondary wound closure. No additional information provided.